Event description:
It was reported, according to the surgeon, that the latency of the system had destabilized him and led to unintentionally damaging the clamp of the maryland dissector instrument during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to reproduce the customer reported complaint. The customer reported complaint of the latency had destabilized and led to unintentionally damaging the clamp is could not be reproduced. Failure analysis also observed that the black tube insulation was damaged at the distal end. The insulation was gouged on the one side and had a .123 by .079 piece missing roughly .288 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.